Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the wake button was intermittently delayed in responding to presses. The customer applied more force to the wake button to resolve the issue. The customer's blood glucose was 70 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.